Event description:
Went through 4 years of sickness that got worse over the years. Anxiety, brain fog, achy joints, heart palpitations, inflammation, exhaustion, weight gain, thyroid issues, food intolerance, visual disturbances, night sweats, muscle weakness. I spent 3 years going to different specialists to rule everything out. I had many vials of blood taken to check different issues, and finally found an article regarding breast implant illness. All of the stories rang so familiar with me and I continued to research and finally pursued getting an explant. I¿m almost a year post op and almost all of my symptoms have gone away or are almost completely gone.